Event description:
Medtronic received information that during use this fusion oxygenator had a crack in the outer shell of the device and one or more membrane fibers were broken. Gas exchange was still good and there was no leak. The device was used to complete the case. There was no blood loss. Information on patient impact is unavailable.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a crack/damage in the potting of the returned device. Additional visual inspection under magnification shows the issue to be a deformity in the potting. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for return was confirmed for evidence of damage. Conclusion: complaint not confirmed for damaged to the device, but a visual defect in the potting area of the device. Manufacturing engineering evaluated the device and did not confirm this to be an issue with the manufacturing process. The visual defect may be a result of damage during transportation or storage. Complaint not confirmed for a leak. Performance analysis of the returned device was unable to replicate the reported incident therefore root cause could not be determined. However, this conclusion should not be taken nor interpreted as a denial regarding the leak reported in this complaint. As in the case with fiber leaks it is on occasion the fiber leak was sealed or plugged by organic material and/or saline deposited after clinical use upon drying and shipment back to the manufacturing site. The fusion hfo is 100 % leak tested during production and any leaks identified during testing are discarded; this device was found to be acceptable during production. However, fiber bundle leaks occasionally occur in oxygenators made with microporous membrane due to the variability in the fiber. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occ urrence. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.